Event description:
It was reported that the patient presented for remote follow up via merlin.net with recorded episodes of non-sustained right ventricular oversensing (nsrvo). The episodes were caused by post-paced t-wave oversensing (pptwos) exhibited by implantable cardioverter defibrillator (ICD). No interventions were made. The patient was stable.